Event description:
On(B)(6) 2023, it was reported by an arthrex employee via email that an ar-2324bcctt biocomposite swivelock anchor broke during insertion and the sutures dropped off. The case was completed using another ar-2324bcctt biocomposite swivelock. This was discovered during a procedure on (B)(6) 2023. Additional information requested. Additional information provided (B)(6) 2023: the procedure performed was a rotator cuff. The suture loosen and then came apart. All broken fragments were removed and the case was completed using another ar-2324bcctt biocomposite swivelock.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
The complaint allegation was confirmed. (1) unpackaged ar-2324bcctt was returned for investigation. The returned devices were visually inspected, and it was noted no issues. Functional test of the driver outer sleeve and the tb inner member molded swivelock found that the devices thread smoothly. Per event description, "ar-2324bcctt biocomposite swivelock anchor broke during insertion and the sutures dropped off. " is concluded that the anchor was damaged during the insertion. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.